Manufacturer narrative:
Product event summary the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to elective replacement indicator (eri) triggered. Information received indicated the physician explanted the ipg due to device was not functioning within normal tolerances. No patient complications have been reported as a result of this event.